Event description:
The customer reported the display is blank. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a third party engineer and the issue was verified. The display was found to be defective. Replacing the display resolved the reported issue. The device passed testing and was returned to service.